Manufacturer narrative:
Investigation summary: a review of the device history record revealed the product was released according to all established procedures and qa documentation. The reported device(s) was not returned for evaluation; therefore, the failure mode is unable to be confirmed. The root cause was unable to be identified and corrective actions are not required. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the bag was leaking. There was no patient harm reported.